Event description:
The customer reported that the system displayed an error message and would not boot up. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The image processor board was reseated during the service call. The system was tested and found to be working as intended and put back into service.